Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect sirolimus results for one patient. The customer indicated the undiluted sample (B)(6) generated an initial result of >30 ng/ml and diluted 1:2 generated 9.8 ng/ml. The sample was retested and undiluted generated >30 ng/ml and diluted 1:2 generated 12.83 ng/ml. The customer further reported a second technician setup and ran the sample obtaining an undiluted result of >30 ng/ml and diluted 1:2 generated 33.86 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect sirolimus assay. An increase in complaint activity was not identified for lot 77007m800. A review of the device history record for the likely cause lot did not reveal any issues related to the customer's observation. Accuracy testing was also performed to evaluate the performance of reagent lot 77007m800. An internal sirolimus panel was tested with retained kit of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or product deficiency of the architect sirolimus assay was identified.